Manufacturer narrative:
Trackwise ID #(B)(4).since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had no power. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had no power. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected section: h6 - patient code changed to no patient involvement. Trackwise # (B)(4). A lot history record review was completed for lots 25145361, 25147384 and 25148582 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.